Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed, the image would not display due to a faulty charged coupled device unit. Additionally, there were kinks noted in the cable. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
It was reported, the hd autoclavable camera head would not display an image during procedure preparation. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely the images were not displayed due to the malfunction of the ccd unit. The malfunction of the ccd unit seemed to be due to the material degradation, which was caused by ultraviolet rays, of the ccd sensor.